Manufacturer narrative:
A ge service rep performed an on site investigation. The potentiometer was replaced and calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to move laterally. No report of pt or staff injuries.